Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient emailed to report that the right ventricular (rv) lead has failed and requires surgery to fix it, so the patient had it shut off. A follow up with the patient¿s healthcare provider yielded that the rv lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv lead was suspect of a clavicle crush after the physician reviewed the x-rays. The lead detection and therapy was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.